Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed fractured tips on both instinct java final screwdriver shafts. Potential cause. Root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review. Per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use . This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the tips of two final screwdriver shafts broke intra-operatively while final tightening the blockers. The fragments were recovered and the procedure was completed using another final driver shaft without patient impacts. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3003853072-2021-00116.

Event description:
It was reported the tips of two final screwdriver shafts broke intra-operatively while final tightening the blockers. The fragments were recovered and the procedure was completed using another final driver shaft without patient impacts. This is report two of two for this event.